Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen displayed lines and the user could not view the display, with no visible damage reported and blood glucose management unaffected; the device required replacement and education was provided on shutdown, return, data sync to the mobile app, and startup on the replacement device. Symptoms included no adverse clinical effects. Outcomes included no interruption to glucose monitoring because the patient could continue using cgm via the dexcom app or receiver. Investigation included customer service troubleshooting and education, verification of addresses, arrangement of replacement logistics, and instruction to return the affected device. Investigation of this case revealed a screen visibility failure consistent with a display malfunction of the pump¿s user interface component, with no alarms reported and no impact to bg data acquisition via cgm. It was concluded, based on previously established findings for similar reports, that the cause was a device display malfunction with undetermined root cause pending physical evaluation of the returned unit.